Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received they was able to duplicate and isolate the reported "vent inoperable" problem to power driver board assembly, there is no voltage output at connector jp3 (fcv connector). Also, was able to partially duplicate the reported issue "will not operate on ac or dc power, circuit breaker trips, blown fuse, etc" problem, found that the gas delivery engine is unable to run on external batteries. This is a known issue with power driver board assembly addressed through (B)(4).

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the avea ventilator was giving vent inoperable alarm, per error log, bad calibration fcv. The customer confirmed that there was no patient involvement associated with the reported event.